Event description:
A malfunction alarm, identified as alarm 30a, was reported with the pump during the loading process, which did not adversely impact the customer's blood glucose level. The customer had not previously reported similar alarms with this pump. Technical support assisted with loading a new cartridge, but the cartridge alarm recurred, leading to a decision to replace the pump. The pump was under warranty, and instructions for storage mode and returning the pump were provided and acknowledged by the customer. The customer planned to use multiple daily injections (mdi) as backup insulin therapy while awaiting the replacement pump.